Event description:
It was reported that the asymptomatic patient presented in the clinic. Upon interrogation, the implantable cardioverter defibrillator exhibited backup vvi operation. The device was reprogrammed and restore to the normal function.